Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The patient reported to philips that while using the dreamstation 2. The patient alleged device was very hot and there was not display in the screen anymore. The device was not returned. If additional information is received a follow up report will be submitted.